Event description:
It was reported that there was scabbing and redness at the infusion site. This was identified during an infusion site assessment. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
B5: additional information received on 01-aug-2022 via email and attached to complaint object: date of the event: 31 may 2022; the event did not result in patient harm. H6: event problem and evaluation codes: updates not required.